Event description:
In addition, it was also noted that the reporter assessed the event as suspected to baclofen intrathecal in the context of possible device related issue leading to altered drug delivery and not assessable with regards to baclofen oral due to lack of therapy details.

Event description:
It was reported that the patient received lioresal intrathecal 10 milligrams (mg)/5 milliliter (ml) (baclofen) for the treatment of muscle spasticity, from (B)(6) 2008, at the dose of 300ug daily (qd) intrathecally. The patient also received lioresal (baclofen) for an unspecified indication, date and dosage (oral). In (B)(6) 2009, the patient experienced convulsion (seizure) which was treated with keppra (levetiracetam), at the dose of 0.25 to 0.5df daily. The event outcome, causality, and seriousness were not reported. This device system delivered lioresal. Additional information was requested to clarify troubleshooting, interventions, resolutions, and outcome. Should additional information be received a supplemental report will be filed.

Event description:
Further information was received the pump was implanted on (B)(6) 2008. The patient received intrathecal baclofen for the treatment of muscle spasticity as previously reported but also for a craniocerebral injury following their accident/off label use. Concomitant medications included xusal (levocetirizine dihydrochloride) and nexium (esomeprazole magnesium). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).